Event description:
It was reported that the device had a force sensor bridge test error v5.0.0. No patient injury reported

Manufacturer narrative:
The device was received both tamper seals were removed and chipped top case(front lower left corner) and cracked bottom case(l-bracket area) the device history report caused force sensor bridge test. The device was tested with power up process, check and test force sensor. Force sensor bridge test error was not duplicated at power up. Testing was unable to determine. Force sensor was in specification. The root cause was unable to determine. No physical damage or contamination was found inside the plunger's assembly. The tech replaced force sensor for preventive. Performed power up process and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.